Event description:
Complainant alleged that the medics were treating a pt with vital signs absent. The medics defibrillated the pt seven times. The first shock was administered at 200 joules, and at 360 joules for six shocks. The complainant reported that during pt defibrillation, the device intermittently would not charge. The medics obtained another device and continued pt treatment. The complainant indicated that there was no adverse effects on pt as a result of the reported malfunction. The complainant indicated that they were unable to duplicate the reported malfunction.